Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were attempting to turn ins off for MRI but were having difficulty and patient noted ins doesn't work. Patient stated system never did anything for them; they discussed this with the hcp and stated they wanted it removed but hcp opted to leave system implanted so patient wouldn't have scar tissue. Tss walked caller through attempting to connect to ins (with and without antenna) but they continued to receive "poor communication" screen. Tss reviewed that ins has likely reached end of service due to age of implant and reviewed MRI considerations. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they do not think the stimulus wires were in the correct location. Unit did not help with incontinence problem. A new device that is MRI compatible is being installed 2024-feb-20. The cause of the poor communication was due to battery depleted. Issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0c2c9 implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: va0c2c9, ubd: 04-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.